Event description:
This supplemental report was created due to product investigation analysis. No patient involvement was reported. Boston scientific received information that the programmer displayed a black screen and there was a burned smell. A boston scientific company representative verified that the programmer will be returned. No patient involvement was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation of the programmer was confirmed. The programmer board component c586 (169500-1379) had an electrical over stress and was replaced. The housing panel control was broken and was replaced. The programmer was repaired.

Event description:
Boston scientific received information that the programmer displayed a black screen and there was a burned smell. A boston scientific company representative verified that the programmer will be returned. No adverse patient effects were reported.